Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2017.

Event description:
It was reported that the patient experienced some burning sensation at the ipg site when the device was off and some shocking at the ipg site that lead patient to collapse onto the floor. It was also reported that the patients skin was burned while charging the ipg. The patient underwent an explant procedure wherein the ipg was explanted and the explanted ipg will not be returned.